Event description:
Husband of a female, reported infusion device beeping and displaying "-e--." He replaced power pack, but the "-e--" recurred. He indicated patient's blood glucose level was elevated to 311 mg/dl. Her normal range was 120-130 mg/dl. Pt was not feeling any symptoms of elevated blood glucose. She switched to injection therapy to address the issue until she received a replacement infusion device. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.